Event description:
Customer reported receiving inaccurate low readings. In blood glucose tests, customer received reading of 71 mg/dl (meter) and 199 mg/dl (lab) within ten minutes. There was no report of death, serious injury or mistreatment associated with this event.